Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign-body material has been removed') in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years 5 months after insertion of essure. The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after the treatment, various physical symptoms have developed. As a result of the symptoms, she is hindered in her normal daily functioning and she suffers damages. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-jan-2021: quality-safety evaluation of ptc on 8-jan-2021: ha number was received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign-body material has been removed') in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years 5 months after insertion of essure. The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after the treatment, various physical symptoms have developed. As a result of the symptoms, she is hindered in her normal daily functioning and she suffers damages. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer and describes the occurrence of abdominal pain ("severe (chronic) pain in the abdomen"). In a female patient who had essure inserted (lot no. A57110). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, (B)(6) days after essure insertion, she experienced abdominal pain (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later, she experienced back pain ("back pain"), arthralgia ("hip pain"), headache ("head pain"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), heavy menstrual bleeding ("abnormally heavy blood loss"). And hypersensitivity ("allergic reaction"). And was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removed). At the time of the report, all of the events had resolved. The reporter considered, abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal and hypersensitivity to be related to essure administration. The reporter commented: a new insertion date of essure was received: (B)(6) 2013. Lot number#: a57110, manufacturing date: 2012-09, expiration date: 2015-09. Quality safety evaluation of ptc: for essure: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-oct-2022, quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("severe (chronic) pain in the abdomen") in a female patient who had essure inserted (lot no. A57110). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2733 days after essure insertion, she experienced abdominal pain (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced back pain ("back pain"), arthralgia ("hip pain"), headache ("head pain"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), heavy menstrual bleeding ("abnormally heavy blood loss") and hypersensitivity ("allergic reaction") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removed). At the time of the report, all of the events had resolved. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal and hypersensitivity to be related to essure administration. The reporter commented: a new insertion date of essure was received: (B)(6) 2013. Lot number: a57110. Manufacturing date: 2012-09. Expiration date: 2015-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-sep-2022: summons received. Event: medical device removal updated to events: severe (chronic) pain in the abdomen, back, hips and/or head, extreme and chronic fatigue, memory loss, concentration problems, abnormally heavy blood loss, hormonal problems, allergic reactions. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and subsequently by a lawyer, and describes the occurrence of medical device removal ('foreign-body material has been removed') in a female patient who had essure (batch no. A57110) inserted. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criterion intervention required), 7 years 5 months after insertion of essure. The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: a new insertion date of essure was received: 22-may-2013. Lot number:a57110, manufacturing date: 2012-09, expiration date: 2015-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 28-jul-2021: quality safety evaluation of product technical complaint (ptc). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign-body material has been removed') in a female patient who had essure (batch no. A57110) inserted. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years 5 months after insertion of essure. The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: a new insertion date of essure was received: (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2021: new insertion date of essure and the essure lot number were received and a new reporter type (lawyer) was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.